Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 30. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.